Event description:
It was reported that the delivery shaft was fractured. The target lesion was located in the right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During preparation, it was noted that balloon delivery shaft was fractured when unpacked. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at 100mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was inflated. It is not known when the device was subjected positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that the delivery shaft was fractured. The target lesion was located in the right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During preparation, it was noted that balloon delivery shaft was fractured when unpacked. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.